Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.5 cm. The reported event of insulation ¿dented in from tying too tight¿ was confirmed but the reported event of high capture thresholds was not confirmed. Visual inspection of the lead found compressed insulation and inner coil at the suture sleeve tie location consistent with the reported event.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the left ventricular lead exhibited extremely high capture thresholds and stimulation complications. When the suture sleeve was removed, it was noted that the insulation appeared to be dented from the sleeve being tied too tight. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.